Manufacturer narrative:
(B)(4).the customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) unit cable. The unit passed all performed testing and operated within the manufacturing specifications.

Event description:
It was reported that a ventilator experienced a loss of communication during patient use. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.